Event description:
It was reported that customer experienced cartridge alarms during the load process on multiple dates, with consecutive cartridges triggering cartridge alarm 20. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to use multiple daily injections or another backup method if needed, while technical support confirmed the pump was in warranty.